Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report no delivery alarms and high blood glucose readings. The customer's blood glucose reading was 400 mg/dl, and treated with a manual injection. Customer stated that when she would attempt a large bolus she would receive a no delivery alarm. Customer stated when she attempted a smaller bolus then the insulin would go through without problem. Customer could not perform troubleshooting and nothing was replaced or returned.